Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath for a hub detachment issue. Vizigo sheath was damaged. Materials were discarded according to the internal nursing protocol and no damage was caused to the patient. No patient consequence. Additional information was received on 02-oct-2025. The sheath was returning blood through the valve; the valve was not securely attached to the sheath. The vizigo sheath was damaged at the valve (transparent). Not authorized to take photographs due to internal hospital protocol. Additional information was received on 04-oct-2025. The hemostatic valve dislodged outside of the hub. The brim cap did not become detached from the sheath. The hub detached from the sheath. Air did not enter the patient¿s body. The approximate volume of blood loss was 7ml. Additional information was received on 07-oct-2025. The needle was not defective. This event was originally considered non-reportable, however, bwi became aware on 02-oct-2025 that the sheath was returning blood through the valve; the valve was not securely attached to the sheath and have assessed as MDR reportable. In addition, update on 04-oct-2025 clarified that the hemostatic valve dislodged outside of the hub and that the hub detached. Therefore, event was assessed as hub detachment and the reportable awareness date remains 02-oct-2025.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the 00002844 finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported in the 3500a initial that the, ¿vizigo sheath was damaged. Materials were discarded according to the internal nursing protocol and no damage was caused to the patient. No patient consequence.¿ a correction was provided on 14-nov-2025. It should have stated, ¿the vizigo sheath had a damaged valve. Materials were discarded according to the internal nursing protocol and no harm was caused to the patient.¿ the awareness date for this correction is 14-nov-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).